Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The correct serial number associated with this case is (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2014 with the following findings: evaluation revealed that the black box shows several ¿cs162¿ loss of prime due low non-zero force warnings. Returned battery cap and returned cartridge cap were used to complete the investigation. The pump was opened, intermittent condition was found to the fs flex due to a cracked trace near to the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.